Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis, treatment and hospitalization were not reported. Fourteen days after the event onset, the patient was recovered from the event. Pd therapy was ongoing. The reporter declined to provide additional information.